Event description:
The distributor reported that during incoming inspection, it was noted that on one of the shunts there was black dust inside the pumping chamber.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (B)(4), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one unopened sample was provided for evaluation. Evaluation of the complaint sample confirmed the reported failure mode as there was presence of imbedded debris on the pumping chamber. A review of complaint data identified that this failure mode is not an isolated event. It has been identified that this failure mode is not an isolated event. The shunt assemblies are manufactured in a controlled manufacturing environment that uses strict control over product movement into and out of the manufacturing room and requires specialty personal protective equipment for the manufacturing personnel to minimize the inadvertent transfer of debris a device history for the listed manufacturing lot showed (B)(4) non-conformances. In each instance, the product was 100% culled and submitted to quality for release. There were no other recorded quality problems or rejections related to this incident. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.